Event description:
A vns consultant was contacted by a nurse practitioner who manages vns patient's. It was reported that a patient, would be going in on (B)(6) 2012 to have a battery replacement. It was noted that their generator is beginning to protrude against skin, at the generator site. The surgeon will try to fix this, and at the same time, they will prophylactically replace the battery. The patient is very thin and the patient sometimes wears a newspaper carrying bag - which is not worn over the device, but could be causing some pulling on the skin. They don't know if that could be a reason for the device protrusion. An implant card received from the hospital reported "generator erode through skin." Good faith attempts are underway for further details about the reported events.

Event description:
Additional information was received about the patient's reported events. Event first noted (B)(6) 2012. Event related to patient physiology. No manipulation or trauma was reported prior to the event. The patient did not have any weight loss prior to the event. The generator had not extruded and was a generator protrusion. The explanted product will not be returned for analysis.

Event description:
Product analysis was completed on the returned generator. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
The patient's explanted generator was returned for analysis. It was previously reported it would not be returned and the site returned it. The generator is pending analysis completion.